Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the nurse from the hospital stated that 3 sensors from the same box were broken. Caller stated that the minilink devices did not blink after being connected with the sensors. The sensors were inserted in different patients and in different places. Caller stated that the same minilink devices were connected to other sensors and worked properly. Caller asked for replacements for 5 sensors because she does not want to use the rest of the sensors.